Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through this process. After the reset, the pump no longer displayed the error, and the caller was able to successfully start a new sensor session.